Event description:
A customer contacted beckman coulter, inc. (Bec) concerning non-reproducible elevated troponin (accutni) results generated by access 2 immunoassay system. The results were reported out of the laboratory, and were questioned by the ER physician as the results were not fitting the clinical picture of the patients. The customer stated approximately 21 patient samples were analyzed during this event. It is not known if all 21 patients samples came from the ER and how many of them were elevated. Several of these patient samples were repeated and produced results within the normal reference ranges. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Additional patient results are reported.

Manufacturer narrative:
The samples were collected in bd 13 x 75mm tubes and centrifuged for 3500 rpm for 10 minutes. Qc is performed three times a day and was within the established ranges prior to the erroneous results. Three levels of qc after the erroneous results were out of specifications high. A system check performed on (B)(4) 2011 prior to this event met the specifications. A diagnostic system check was performed after the erroneous results and failed the washed mean and the substrate ratio. Service was on site on (B)(4) 2011. The field service engineer (fse) found a pinched peri pump tubing and a faulty solenoid wash valve. Both parts were replaced. The fse performed a preventive maintenance. All verification testing met the specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event.